Event description:
Involved components: nr400z - as nut f/femur extens.stem all sz.neutr. - lot 52211649; nr194z - as tibia offset stem d12x92mm cemented - lot 52257685; nr865z - as enduro femur spacer distal f2 8mm - lot 52287175; nr865z - as enduro femur spacer distal f2 8mm - lot 51905538; nr292z - as femur extens.stem 6° d15x77 cemented - lot 52295198; nr884z - as enduro meniscal component f2 18mm - lot 52318309; nb011z - as enduro tibial comp.offset cemented t1 - lot 52328619.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb015z - as enduro femoral component cemented f2l. According to the complaint description, the revision due to aseptic loosening was 3 years 5 months post surgery. Original date of surgery: (B)(6) 2017. Date of revision surgery: (B)(6) 2021. A revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nr400z - as nut f/femur extens.stem all sz.neutr. - lot 52211649. Nr194z - as tibia offset stem d12x92mm cemented - lot 52257685. Nr865z - as enduro femur spacer distal f2 8mm - lot 52287175. Nr865z - as enduro femur spacer distal f2 8mm - lot 51905538. Nr292z - as femur extens.stem 6° d15x77 cemented - lot 52295198. Nr884z - as enduro meniscal component f2 18mm - lot 52318309. Nb011z - as enduro tibial comp.offset cemented t1 - lot 52328619.